Event description:
It was reported that during surgery the device made a funny noise, lost power, and is now locked and the motor does not run. There was no patient impact but there was a 1-15 minute delay in the procedure. Another device was utilized to complete the procedure. Due diligence is complete and there is no additional information available.

Manufacturer narrative:
An investigation into the reported event has been initiated under (B)(4). Once the investigation has been completed, a follow up report will be submitted with the investigation results and any actions taken by the manufacturer. E1 telephone number: (B)(6). G2 country: australia.

Manufacturer narrative:
This complaint is recorded by zimmer biomet under -(B)(4). Following sections were updated or corrected: a1, b4, b5, d2, e1, e2, e3, e4, g1, g2, g3, g6, h1, h2, h6, and h11. Once the investigation has been completed, a follow up report will be submitted with the investigation results and any actions taken by the manufacturer. E1 telephone number: (B)(6). G2 country: australia.

Event description:
It was reported that prior to surgery the device made a funny noise, lost power, the turbine is slow, is now locked and the motor does not run. There was no patient involvement. Due diligence is complete and there is no additional information available.

Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). Following sections were updated or corrected: b4, b5, d2, d4, d9, g1, g3, g6, h1, h2, h3, h4, h6, and h11. Review of the most recent repair record determined the device was making an abnormal noise and would not power on; the needle bearing was stuck between the reciprocating arm and eccentric shaft and the control bar could not be adjusted. The needle bearing, reciprocating arm, machined head, control bar, external e-ring, ball plunger, and spring pin were replaced and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing. The root cause of the reported issue is attributed to component failure as the device exhibits wear and tear from repeated use. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
There is no additional information available regarding the event.